Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 594 mg/dl while wearing the pod, symptoms reported include dehydration and nausea. Once at the hospital the patient was treated with intravenous fluids as well as insulin. The patient was discharged from the hospital the following day.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.s906usqs8fyg7 hardware: sm-s906u cgm sensor type: g7.